Event description:
Olympus medical systems corporation (omsc) was informed that the clip did not open when the doctor extended it from the tube sheath. He attempted to use next one of the clip closed immediately. He also tried further one outside the endoscope and the same event occurred. The patient released on same day and there was no report of patient injury.

Manufacturer narrative:
The subject device was not returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. As the result of checking the manufacturing record of the same lot, nothing abnormal detected. Omsc considered that the user operation of the slider might be attributed to this event. The device instruction manual has warned uses that "do not pull the slider quickly. This will open and close the clip." , "do not move the slider when extending the clip from the tube sheath. Otherwise, excessive force will be exerted on the clip and the clip will be closed or detached from the instrument." A supplemental report will be submitted, if additional and significant information becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution.